Event description:
This is a death report secondary to a late complication of a medical device. Communication was received from a pathologist that for an autopsy the cause of death was massive internal hemorrhage secondary to perforation of the inferior vena cava by her intravascular filter. The filter was not placed at our facility and had been in place for many years.